Event description:
Tip of mongo wire broke off while trying to cross rca in-stent restenosis lesion. Wire was able to be snared out and case completed. Patient was doing fine and procedure was a success.